Manufacturer narrative:
Device evaluation summary, surgical punch, 080-402: the actual punch used in the procedure was evaluated. Although soiled from operating room use, there were no apparent surface defects. The cutting surfaces appeared sharp and smooth under 10x magnification. The suspect punch depressed, fully rotated and returned to starting position multiple times. No interference between the cutting components was noted. All activation motions were smooth and even. The suspect punch was tested for sharpness and quality of cut by creating holes in test media and inspecting these holes under 10x magnification. Normal effort was required to complete these cuts. The holes created in test media with the suspect punch were sharp and clean. There were no fibers or ragged edges present. The sharpness and quality of each hole formed by the returned punch met specifications. The returned punch met all functional requirements. The results of our visual examination and physical testing of the suspect punch did not confirm the "did not make a cut" condition reported by the complainant. Initial reporter's report # 1423395-2013-0013.

Event description:
It was reported that "the aortic punch did not make a cut when surgeon was attempting to make the coronary anastomosis entry point." It was also reported that "no tear resulted and there was no injury to patient." No adverse effects to user to patient were reported.